Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and an "other" medication at unknown doses and concentrations via an implantable infusion pump for non-malignant pain and other non-malignant pain. The patient reported that the pump wasn't working and they wanted to get off the pump as they are also taking oral medications. The patient reported that they were told they would have to go through detox and set up an appointment with a psychiatrist which could take 2-4 weeks. The patient reported they had an emergency follow up with their healthcare professional (hcp) and the hcp lowered the dosage and the patient noticed a little bit of a change in their body. The patient saw other hcp's who directed the patient to go to the hospital if they felt suicidal. The patient reported that they had been to see multiple hcp's for starting the detox process and arranging to have the pump removed, however, no one had helped the patient. The patient reported stomach cramps, no appetite, headaches, urinating a lot, sometimes can't urinate. It was noted there was a sudden change in symptoms. The patient reported they were numb. When asked about medication the patient said "buracaine." No further complications were anticipated/reported.